Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 525 mg/dl. It was also reported that the customer had calibration issues. The customer treated the high blood glucose with insulin pump. Customer declined to troubleshoot for high readings. Troubleshooting was not performed. The insulin pump was not returned for analysis.